Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet completed.

Event description:
The event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer in which the customer reported that the microclave was cracked and leaking lipids during patient use. The reporter stated that the nurses said it is likely that someone tried to remove the bonded microclave with a hemostat because they were not aware the product was bonded. There was no harm reported as a consequence of this event.

Manufacturer narrative:
One used. List #mc33150, 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer; lot #unknown was returned for evaluation with seal tearing visible on the top surface of the seal that extended to the outer edge, crazing of the female luer of the microclave, and evidence of internal leakage. No mating devices were returned to evaluate with the used mc33150 assembly. The complaint of internal leakage was confirmed within the shuntless microclave of the mc33150 assembly. Damage to the seal that resulted in internal leakage is typical of access with an incompatible mating device. The probable cause of the seal damage and subsequent internal leakage is typical of access with an incompatible mating device during use. The directions for use states: connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. The lot history review could not be conducted because no lot number(s) was/were identified.